Event description:
Report of alleged "stop cycle while on pt, unsure if unit alarmed. No pt harm. When bench tested, unit makes a loud grinding noise and after 5 minutes unit shuts down and alarms setting error".